Event description:
A device report from synthes (B)(6) indicated: pt previously implanted with n-flex rods on (B)(6) 2010 underwent revision surgery on (B)(6) 2011 to remove broken rods and was revised to the 2nd generation n-flex rods. F/u x-rays taken on (B)(6) 2011 showed the n-flex rods as broken. This complaint pertains to the breakage of the 2nd generation n-flex rods. On (B)(6) 2011, the n-flex rods and 8 screws were removed and pt was revised to a transpedicular dynamic stabilization with a cosmic mia system. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.